Event description:
Healthcare professional reported a right side capsular contracture baker grade IV, pain, painful on touch, tightness, and exchange against a non- allergan device. Reference report: mw5144751. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).